Manufacturer narrative:
A follow up report will be filed once the quality investigation is complete. : awaiting device return.

Event description:
It was reported that during a surgical procedure, the e-sep pencil was on the surgical drape. It was also reported that the machine activated and the patient received a small burn less than one inch on the abdomen. It was further reported that the severity of the burn is unknown, the burn did not require any additional treatment. It was also reported that there were no delays as a result of this event and the procedure was completed successfully.

Manufacturer narrative:
The definitive root cause could not be determined as the device was returned disassembled. It was not possible to verify the device functionality. The quality investigation is closed.

Event description:
It was reported that during a surgical procedure, the e-sep pencil was on the surgical drape. It was also reported that the machine activated and the patient received a small burn less than one inch on the abdomen. It was further reported that the severity of the burn is unknown, the burn did not require any additional treatment. It was also reported that there were no delays as a result of this event and the procedure was completed successfully.